Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the model number and serial number of the patient's pump was provided.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving gabalon at a daily dose rate of 50 mcg via implanted infusion pump for spasticity due to cerebral palsy. It was reported that a new pump implantation surgery was performed on (B)(6) 2025. When the spinal catheter was being inserted into the intrathecal space, the catheter tip inadvertently exited into the epidural space. Attempts to retract it resulted in the tip breaking off due to tension, leaving it in the epidural space. As there was no change in the patient's condition, a spare catheter (lot no.: hg871ss08) was used to successfully reinsert and position the catheter in the intrathecal space. The procedure was then continued as usual, and the pump implantation surgery was completed. It was further reported that the patient had a very pronounced spinal curvature, making catheter insertion extremely difficult. Despite feeling resistance, the catheter was pushed forward to reach the target catheter tip position, which ultimately resulted in this situation. There were no plans to forcibly remove the retained catheter. Regarding the spinal catheter cutting, the causal relationship to drug, pump, and catheter were indicated as unrelated but related instead to procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 18-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B6 correction: fdm code updated to b20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.